Event description:
During evaluation of a display screen complaint, the vibratory and audible alarms were found to be malfunctioning.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for evaluation of display screen issue. During investigation, an unreported failure of the audible and vibratory alarms was discovered. A failed electrical connection for the piezo, and a vibration motor failure were identified. Animas conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.